Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-adapters, upn: m365db9218150, model: db-9218-15, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that the patient experienced the loss of therapy from their deep brain stimulation (dbs) system. It was noted that a high impedance on the left dbs lead extension was discovered on contact two, however the reason for high impedance is unknown. Attempts to reprogram the dbs system were made however were unsuccessful. X-ray images were taken in the field however the results are unavailable. The patient underwent a procedure where the lead extension was replaced with another of the same model, however it is unknown which led extension is in question, therefore are reporting on both lead extensions. Physical analysis of the dbs lead extension was not performed as it was not released by the facility. The patient did well post-operatively.